Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("failure to occlude (close) fallopian tube(s)"), device dislocation ("migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In october 2013, the patient had essure inserted. In october 2013, the patient experienced abdominal pain upper ("stomach pain"). In january 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations"), pain ("shooting pain / all over body aches") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hemianaesthesia ("numbness on right side arm and leg") and toothache ("2 broken teeth pain"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 22-jun-2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hemianaesthesia, pollakiuria and toothache outcome was unknown, the headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, genital haemorrhage, gingivitis, headache, hemianaesthesia, libido decreased, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, spinal pain, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("failure to occlude (close) fallopian tube(s)"), device dislocation ("migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B26267) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations"), pain ("shooting pain / all over body aches") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hypoaesthesia ("numbness on right side arm and leg") and toothache ("2 broken teeth pain"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hypoaesthesia, pollakiuria and toothache outcome was unknown, the headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, genital haemorrhage, gingivitis, headache, hypoaesthesia, libido decreased, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, spinal pain, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: severe bloating, decreased libido, mood swings, pms, painful periods, bladder or urinary problems or changes: pain with urination, migraines, dental problems, dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), weight gain, gastrointestinal or digestive system condition type: constant constipation, abdominal spasms- fluttering, nerve pain, all over body pain (back, joint, chest, leg, breast, neck, spinel, hip), tingling sensations/numbness on right side arm and leg, shooting pain, nerve damaged due to embedment in pelvis, teeth pain, infection in mouth, stomach pain, fatigue. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("failure to occlude (close) fallopian tube(s)"), device dislocation ("migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach"), device breakage ("fracturing of the implant / device breakage") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B26267, b69482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, premenopause and spotting vaginal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations"), pain ("shooting pain / all over body aches") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hemianaesthesia ("numbness on right side arm and leg"), toothache ("2 broken teeth pain") and scar ("scar tissue"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)), surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hemianaesthesia, pollakiuria, toothache and scar outcome was unknown, the headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, genital haemorrhage, gingivitis, headache, hemianaesthesia, libido decreased, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, scar, spinal pain, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful occlusion of both fallopian tubes on 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received - new event 'scar tissue' was added. New lot number was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)'), device dislocation ('migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach') and device breakage ('fracturing of the implant / device breakage') in a 38-year-old female patient who had essure (batch no. B26267, b69482,b55462-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, multigravida, parity 1, abortion and meniere's disease. On 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Concurrent conditions included overweight, premenopause, spotting vaginal, right lower quadrant pain, leg pain, back pain, fibromyalgia, uterine fibroid and drug allergy (triptans cause shortness of breath.). In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations tingling on the right side"), pain ("shooting pain / all over body aches/had pain everywhere ") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hemianaesthesia ("numbness on right side arm and leg/ nerve problem in arms and legs"), toothache ("2 broken teeth pain"), scar ("scar tissue"), fibromyalgia ("fibromyalgia suckss"), drug hypersensitivity ("allergic to migraine meds") and sleep disorder ("I have alot of problem in sleeping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hemianaesthesia, pollakiuria, toothache, scar, fibromyalgia, drug hypersensitivity, sleep disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, fibromyalgia, genital haemorrhage, gingivitis, headache, hemianaesthesia, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, scar, sleep disorder, spinal pain, tooth fracture, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 essure devices one in each fallopian tube and one in the posterior cul-de-sac. There appears to be a third essure device in place on the left side, which appears to be external to the uterus and may represent an expelled device. Current weight 217 lbs. Date(s) of insertion: (B)(6) 2013, (B)(6) 2014 (per pfs) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: successful occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following were described in patient¿s medical records: pelvic pain. Lot number reported (b55462) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: update of information (batch is invalid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s), device dislocation ('migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach') and device breakage ('fracturing of the implant / device breakage') in a 38-year-old female patient who had essure (batch no. B26267, b69482,b55462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, multigravida, parity 1, abortion and meniere's disease. On 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Concurrent conditions included overweight, premenopause, spotting vaginal, right lower quadrant pain, leg pain, back pain, fibromyalgia, uterine fibroid and drug allergy (triptans cause shortness of breath.) On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced abdominal pain upper ("stomach pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) of 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations tingling on the right side"), pain ("shooting pain / all over body aches/had pain everywhere ") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hemianaesthesia ("numbness on right side arm and leg/ nerve problem in arms and legs"), toothache ("2 broken teeth pain"), scar ("scar tissue"), fibromyalgia ("fibromyalgia suckss"), drug hypersensitivity ("allergic to migraine meds") and sleep disorder ("I have alot of problem in sleeping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hemianaesthesia, pollakiuria, toothache, scar, fibromyalgia, drug hypersensitivity, sleep disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, fibromyalgia, genital haemorrhage, gingivitis, headache, hemianaesthesia, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, scar, sleep disorder, spinal pain, tooth fracture, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 essure devices one in each fallopian tube and one in the posterior cul-de-sac. There appears to be a third essure device in place on the left side, which appears to be external to the uterus and may represent an expelled device. Current weight 217 lbs. Date(s) of insertion: (B)(6) 2013, (B)(6) 2014, (per pfs) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: successful occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-new event vaginal bleeding and menorrhagia were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)'), device dislocation ('migration of implant / migration of essure device location of device: upper and lower right pelvis/stomach') and device breakage ('fracturing of the implant / device breakage') in a 38-year-old female patient who had essure (batch no. B26267, b69482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, multigravida, parity 1, abortion and meniere's disease. On 2014 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device and breakage of essure device. Concurrent conditions included overweight, premenopause, spotting vaginal, right lower quadrant pain, leg pain, back pain, fibromyalgia, uterine fibroid and drug allergy (triptans cause shortness of breath.). In (B)(6) 2013, the patient experienced abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, headache ("headaches"), abdominal distension ("hormonal changes describe: severe bloating"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dysuria ("bladder or urinary problems or changes; frequent urination with pain"), migraine ("migraines"), paraesthesia ("tingling sensations"), pain ("shooting pain / all over body aches") and pollakiuria ("bladder or urinary problems or changes; frequent urination with pain"). In 2015, the patient experienced tooth fracture ("dental problems 2 broken teeth pain") and gingivitis ("infection in mouth"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), libido decreased ("decreased libido"), mood swings ("mood swings"), premenstrual syndrome ("pms"), constipation ("gastrointestinal or digestive system condition type: constant constipation"), feeling jittery ("fluttering"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), breast pain ("breast pain"), neck pain ("neck pain"), spinal pain ("spinal pain"), neuralgia ("nerve pain"), fatigue ("fatigue"), muscle spasms ("abdominal spasms"), nerve injury ("nerves are damaged from the migrated device into pelvis"), hemianaesthesia ("numbness on right side arm and leg/ nerve problem in arms and legs"), toothache ("2 broken teeth pain"), scar ("scar tissue"), fibromyalgia ("fibromyalgia suckss"), drug hypersensitivity ("allergic to migraine meds") and sleep disorder ("I have alot of problem in sleeping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, depression, anxiety, alopecia, libido decreased, mood swings, premenstrual syndrome, dysmenorrhoea, dysuria, feeling jittery, arthralgia, chest pain, pain in extremity, breast pain, neck pain, spinal pain, neuralgia, paraesthesia, gingivitis, pain, muscle spasms, nerve injury, hemianaesthesia, pollakiuria, toothache, scar, fibromyalgia, drug hypersensitivity and sleep disorder outcome was unknown, the headache, migraine and tooth fracture had resolved, the abdominal distension, dyspareunia and abdominal pain upper was resolving and the weight increased, constipation and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, breast pain, chest pain, constipation, depression, device breakage, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, feeling jittery, fibromyalgia, genital haemorrhage, gingivitis, headache, hemianaesthesia, libido decreased, migraine, mood swings, muscle spasms, neck pain, nerve injury, neuralgia, pain, pain in extremity, paraesthesia, pollakiuria, premenstrual syndrome, scar, sleep disorder, spinal pain, tooth fracture, toothache and weight increased to be related to essure. The reporter commented: 3 essure devices one in each fallopian tube and one in the posterior cul-de-sac. There appears to be a third essure device in place on the left side, which appears to be external to the uterus and may represent an expelled device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: successful occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. New events: fibromyalgia, drug hypersensitivity, sleep disorder were added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), headache ("headaches") and pelvic pain ("pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, device dislocation, genital haemorrhage, depression, anxiety, alopecia, headache and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.